Event description:
It was reported that during priming of unspecified fluids, the user noticed that the tubing separate at the distal end of the set. There was no patient involvement confirmed by customer .

Manufacturer narrative:
Tubing not sequestered. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. No patient involvement.

Event description:
It was reported that a primary tubing separated and leaked at the distal end of the tubing. There was no patient involvement confirmed by customer .